Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings it has been noted that the arctic sun device was not working appropriately due to defective chiller.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Didn't cool because of a faulty chiller. Customer declined chiller repair due to the old age of the machine. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. Customer wanted to keep these parts although the machine is not in use due to the failed chiller. No testing done. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complete initial reporter facility name is sahlgrenska univ. Hospital civa steril, department 96. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings it has been noted that the arctic sun device was not working appropriately due to defective chiller.